Event description:
It was reported, that during the pre-test. The customer found two trach tubes with slight curves on them. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(6). No problems or issues were identified during the device history record review. Two samples were received in used conditions, with their certificate of safe handling and without original packaging. Both samples were mounted on the fixture to check the tube tilt. Sample one had a tilt to the right, but it was within the acceptance range. Sample two was tilted to the left. However, it was within the acceptance range. Based on this, the complaint cannot be confirmed. The complaint was not confirmed. No root cause could be determinate since the samples successfully passed the cuff tilt test. No corrective actions were taken since the complaint was not confirmed.